Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bed rail. We are awaiting return of the device for evaluation. It is not believed that the device failed. The end user was trying to lower the rails from inside the bed and the rails got stuck. While reaching over she got her leg caught in the rail. She cut, right calf. Which required 29 stitches.